Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach and immediately migrated 1-2 vertebrae. Manipulation of the filter with a snare resulted in a filter leg becoming caught on the snare. A biliary basket was then advanced and closed over the snare and entrapped filter. All were pulled to the groin where a cutdown was performed for successful removal of each unit. Another filter was then successfully placed and the pt's condition is good. The user facility will not release this device for eval. Therefore, no failure analysis is available. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. Co's directions for use state: "do not attempt to move or manipulate an engaged filter... The introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."